Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device initially did not power up. The issue was not confirmed because the device powered up and connected to the test tools. There were no parts replaced on the device. The device was scrapped.